Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital due to low blood (bg) level of 38 mg/dl. Cause was unknown. Customer was treated with a glucagon injection, glucose tablets, and sugar water. Customer was released 2 days later with issue resolved and no permanent damage.